Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the submitted log files. On 06mar2026 and 11mar2026, three atypical power cable disconnect alarms were captured while connected to 14v li-ion batteries. The alarms were due to the relative state of charge (rsoc) voltage on the black power cable fluctuating below the alarm threshold. The alarms resolved each time the rsoc voltage returned to the expected range. The pump operated as intended in the expected range and there were no other notable events captured in the log file. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v battery clips and system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had connect power alarms while connected to fully charged batteries. Contacts were cleaned and the battery clips were replaced. The issue did not happen while the patient was on wall power. Log files were sent for review. The log file captured some intermittent indications of a weak connection between the batteries and battery clips. No issues were noted when on the mobile power unit. It was additionally reported that the system controller was exchanged which resolved the issue.